Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down on its own. The customer mentioned that the nurse said that the ups shut down and she plugged everything into the wall, but when powering up the cns application would not start. The customer mentioned that after restarting the ups, the cns application booted and everything worked fine. The customer suspects that the nurse either shut down or mistreated the device. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own. The customer mentioned that the nurse said that the ups shut down and she plugged everything into the wall, but when powering up the cns application would not start. The customer mentioned that after restarting the ups, the cns application booted and everything worked fine. The customer suspects that the nurse either shut down or mistreated the device.

Manufacturer narrative:
H10: additional narrative: (B)(6) medical center reported on (B)(6) 2018 that their unit pu-621ra; sn:(B)(6) randomly shut down. Service requested: troubleshooting service provided: troubleshooting investigation result: there was a failure of the ups. The root cause was determined to be user error. The ups worked as desired after restarting it which indicates that the ups did not malfunction. No data loss occurred. Ups is intended to be used as a backup power source in case ac power is lost and to protect the cns from power surges. As the ups failed due to in appropriate use of the device, this issue is not suspected to be caused by deficient design. The ups is a supporting accessory not a patient monitoring device. The cns was operating within specifications. Based on the device service history, user error was prevalent. Subsequent to this reported issue no complaint was registered for random shutdown of the system pu-621ra; sn (B)(6). The cns was in use with a patient and there was no reported harm. Corrected information: g4. Date received by manufacturer: should be 02/19/2018 not 03/20/2018 as listed on MDR initial report d11& c2 concomitant medical products: the ups was used in conjunction with the cns.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own. The customer mentioned that the nurse said that the ups shut down and she plugged everything into the wall, but when powering up the cns application would not start. The customer mentioned that after restarting the ups, the cns application booted and everything worked fine. The customer suspects that the nurse either shut down or mistreated the device.